Event description:
On (B)(6) 2018 the pt underwent a stretta procedure with a device manufactured by mederi therapeutics, inc. There were no apparent complications. The following day the pt was admitted to a different hosp and ultimately dies of sepsis. Upon investigation, it was determined that reporting should occur due to the possibility that the pt's death may be device related. (B)(4).